Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise on the right ventricular (rv) channel with pacing inhibition asystole greater than two seconds was observed for the rv lead and cardiac resynchronization therapy defibrillator (crt-d) during a non-device related procedure. The anesthelogist noted that there was a magnet placed and they assumed it would also work for reducing noise during procedure. It was noted that the patient's heart rate when around 30 beats per minute. Boston scientific technical services (ts) was consulted, reviewed episodes and determined the noise was due to electrocautery. Ts explained magnet function for crt-ds and in order to reduce noise during a procedure electrocautery mode would need to be programmed on. The crt-d and rv lead remain in service and no adverse patient effects were reported.